Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H3, h6: the system was serviced in the field by a medtronic representative. No failures were found. The pendant was adjusted. Codes b01, c07, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that there was an error when trying to get a 3d scan. It was reported that this occurred during a l3 - l4 transforaminal lumbar interbody fusion (tlif) procedure. There was no delay and no impact on patient outcome. The site was able to get a 3d scan to proceed with the procedure.